Event description:
Reporter indicated that a vns compaq laptop computer was "broken" and was disposed of. The reporter had no further info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.